Event description:
Information received from a consumer patient receiving hydromorphone (2mg/ml at 0.5mg/day) and bupivacaine (5mg/ml at 1.37mg/day) via an implanted pump. It was reported that there was a critical alarm tone and it was going off about every five minutes. The alarm occurred on (B)(6) 2016. It was noted that the patient was not due for a refill until (B)(6). It was noted that the patient was experiencing a "little diarrhea" and did not "know if I'm hot or cold." Additional information received. It was reported that over the weekend ((B)(6) 2016), the patient thought they heard their pump alarming a single tone. On (B)(6) 2016, the patient noticed a different alarm from the pump. The manufacturer representative interrogated the pump and the status showed a motor stall had occurred. The patient did not have a recent MRI. The patient was doing well. The manufacturer representative denied any electromagnetic interference or magnetic interaction. The logs showed a motor stall occurred on (B)(6) 2016 at 17:41 and had not recovered. There was no alarm log for (B)(6) 2016. On (B)(6) 2016 additional information reported that telemetry confirmed "stopped pump may exceed tube set" on (B)(6) 2016. No symptoms were reported. It was noted that the physician saw the patient on (B)(6) 2016. A conference caller with manufacturer representative and patient service agent was done with a physician to program the pump off. The patient was supplemented with oral medications until replacement pump procedure is authorized.

Manufacturer narrative:
The previously reported sentence of : "on (B)(6) 2016 additional information reported that telemetry confirmed "stopped pump may exceed tube set" on (B)(6) 2016" has been replaced.

Event description:
On (B)(6) 2016 additional information reported that telemetry confirmed "stopped pump may exceed tube set" on (B)(6) 2016."

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train, and a stall due to shaft bearing. Evaluation conclusion code no longer applies.

Event description:
Additional information was received on (B)(6) 2016 from a manufacturer representative. It was reported that there was no patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-oct-2016 from a healthcare professional via a company representative and it was reported that the pump was being replaced today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.